Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Approximately nine years and nine months post implantation, the patient presented with anterior knee pain. Images revealed no significant findings so the patient underwent revision surgery. During the surgery, the surgeon noted that the tibial component was excessively externally rotated and there was poly wear from the patella. All components were revised without complication.

Manufacturer narrative:
(B)(4). Medical product: stemmed tibial component precoat size 2 for cemented use only: catalog#00598002702, lot#61980629; all poly patella standard cemented size 29 mm diameter 8.0 mm thickness: catalog#00597206529, lot#62064010; 15mm diameter 30mm length straight stem extension combined length 75mm: catalog#00598801215, lot#61999236; femoral component option for cemented use only size d left: catalog#00576401451, lot#61958272. Report source: foreign: (B)(6). Multiple MDR reports have been filed for this event, please see associated reports: 0002648920-2022-00125; 0002648920-2022-00126; 0002648920-2022-00127. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10. Upon receipt of additional information, this device was determined to be not reportable. The reported poly wear refers to the poly patellar component and not the articular surface. The articular surface did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
See h10 narrative.